Manufacturer narrative:
There were no adverse events reported.

Event description:
Boston scientific crm received information from an out-of-service form that this device and lead system were explanted due to infection.